Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that her daughter experienced high blood glucose and their insulin pump had received replace battery alarm. The customer¿s blood glucose level was 270 mg/dl. The customer¿s mother states that her daughter needed a new battery, replace battery alarm, 2 hours later again gave an alert and the pump died. The customer declined to troubleshoot for high blood glucose and power loss. The insulin pump will not be returned for analysis.